Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are unknown. Verified test strips expire 06/30/2018. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns:customer's concerned with results from memory of lo and 111 mg /dl customer calling concerned he received a reading of lo this morning (B)(4)62015 at 06:30 am that he considers low for him. Customer was a the doctor's office a couple of weeks ago and his blood glucose levels were 158 mg/dl .